Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a burn-like irritation that was red and potentially bleeding. It was reported by the patient's nurse that the irritation was covered by a band-aid. Multiple follow-up attempts were unsuccessful, and the patient's medical outcome is unknown. There was no allegation of a device malfunction causing or contributing to the reported skin irritation.